Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), it was reported that a patient's dental implant failed to osseointegrate. The implant was removed three years after initial placement. No additional adverse patient consequences were reported.